Event description:
It was reported that the balloon did not inflate at the inflation test before use. There were no patient complications reported.

Manufacturer narrative:
The catheter was received with a monoject 1.5cc limited syringe. Balloon testing was performed with the returned syringe with 1.5cc air and the balloon was held under water. The balloon did not inflate due to an interlumen leakage in the backform between the inflation and distal lumens. The proximal injectate and infusion lumens were patent without any leakage or occlusion. There was no visible damage observed from the balloon latex, bonding sites, catheter body or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The report of inflation difficulty was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.